Event description:
It was reported that the patients lead was fractured.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was fractured. Additional information was received that the patients lead was not fractured, however, high impedances were noted on the left lead. The patients ipg was reprogrammed successfully.